Event description:
It was reported that during a one-week post-operative follow-up after an implantable pulse generator (ipg) replacement involving an implantable neurostimulator, an impedance check identified two electrodes with possible short or low impedance. Electrode 7 had an impedance value of 823 and electrode 14 had an impedance value of 823. A connection check was performed and was reported to be within normal limits. There was no change in stimulation paresthesia during testing, and the programmed groups did not use the two electrodes with the low impedance findings. No injury was reported. It was unknown if the issue was resolved. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.